Event description:
Same case as MDR ID 2134265-2014-02170. It was reported that the rotawire separated. A 1.25mm rotalink plus and rotawire floppy was selected to treat the target lesion. During platforming outside of the patient, when physician tried to set rpm, it was noted that the burr cut the rotawire in two parts. Procedure was completed without rotablator. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The rotablator plus unit was returned connected together. The wire was attempted to be inserted into the burr of the catheter but was unsuccessful as the annulus was blocked with dried saline and was found to be damaged. No damage noted on the handshake connection. A tug test was performed to examine the integrity of the connection. No issues were noted with the unit¿s handshake connector during the connection of the device. The unit was wet tested and the device was unable to reach optimum speed as the device stalled. The unit was dismantled and the ultem was found to be melted. There was no evidence of a remainder of a guidewire present in the unit when the unit was dismantled however, the damage to the annulus may suggest that the guidewire made contact with the annulus. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-02170. It was reported that the rotawire separated. A 1.25mm rotalink plus and rotawire floppy was selected to treat the target lesion. During platforming outside of the patient, when physician tried to set rpm, it was noted that the burr cut the rotawire in two parts. Procedure was completed without rotablator. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).